Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2010 temperatures were recorded in the history log below the recommended minimum temperature. Multiple manual power ups, mainly of ten minutes duration, were recorded between the (B)(6) 2010 and the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.